Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the im reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surfaces indicate that the reamer broke due to torsional overload in a brittle fracture. The customer reported that the patient bone was hard. The deep dents on the cutting edges indicate that the reamer head hit hard material (most likely metal); a pre-damaging could not be excluded. Most likely the reamer got stuck due to the hard bone combined with hitting metal. High torsional forces (i.e. Power tool) led to a damage of the reamer spirals and finally the spirals broke. The IFU includes that reaming shall be done carefully; hitting metal is not allowed. Only sharp reamers shall be used. Based on the found issues and given information the case is attributed to a user error. No non-conformity identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the base of reamer shaft broke. According to sales rep, during surgery when the surgeon reamed the humerus of patient, the base of reamer shaft broke. The patient bone quality was hard.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the base of reamer shaft broke. According to sales rep, during surgery when the surgeon reamed the humerus of patient, the base of reamer shaft broke. The patient bone quality was hard.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.